Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient's scs was not functioning properly. The physician believed that it could be due to lead migration, lead fracture or generator failure. It was also reported that one of the patient's leads was not working. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and lead extensions will be added.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's scs was not functioning properly. The physician believed that it could be due to lead migration, lead fracture or generator failure. It was also reported that one of the patient's leads was not working. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and lead extensions will be added.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein both extension were replaced and lead was changed out due to contacts not working properly. It was noted that the physician chose to leave the lead in place and it was not explanted. The patient was doing well post operatively. No further information could be obtained. Additional suspect medical device components involved in the event: model#: sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs was not functioning properly. The physician believed that it could be due to lead migration, lead fracture or generator failure. It was also reported that one of the patient's leads was not working. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and lead extensions will be added.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was removed and ipg was replaced per physicians preference. The physician plugged the abandoned paddle tail to the new ipg to maintain MRI compatibility. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's scs was not functioning properly. The physician believed that it could be due to lead migration, lead fracture or generator failure. It was also reported that one of the patient's leads was not working. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and lead extensions will be added.

Manufacturer narrative:
Correction to the f/u MDR #3 in field . Should have been: additional information was received that the contacts on the patients lead had high impedances.

Event description:
A report was received that the patient's scs was not functioning properly. The physician believed that it could be due to lead migration, lead fracture or generator failure. It was also reported that one of the patient's leads was not working. The patient will undergo a revision procedure wherein the lead and ipg will be replaced and lead extensions will be added.